Event description:
Treatment of an avm. During procedure, it was reported the guidewire perforated the ultraflow catheter. As a result, the patient has a subarachnoid hematoma. After the intervention, the patient is hemiplegics and is still in artificial coma. The patient current condition was reported as "the patient is conscious and speaks when properly stimulated. The patient still has a right hemi corporal deficit with a clear improvement."

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 17.5 cm from the distal tip. Based on the evaluation, the appearance of the catheter is consistent with a rupture that occurred during injection (i.e. Angiographic contrast) caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The rupture was likely undetected until inserted the guidewire through the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded". Catheter rupture. (B)(4).